Event description:
Caller reported the reset switch will not keep the chair in the mode change; will then change the mode back by itself to drive without pressing the mode switch.

Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle and the returns expanded evaluation report state: visual observation- the joystick is missing the cable connector clip, the inductive skirt and knob. The mode switch has a foreign substance around it. Did not see any evidence of liquid ingress on phonojacks. Functional observation- the joystick functioned normally and functioned thru the mode switch and the phonojacks. Conclusions- utilizing existing complaint information, actual observations and functional testing of the returned product in the "as received" condition, the complaint was not confirmed for the reset switch will not keep the chair in the mode change, will then change the mode back by itself to drive without pressing the mode switch. Joystick; liquid ingress. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Return fields in oracle and the returns expanded evaluation report state: visual observation- the joystick is missing the cable connector clip, the inductive skirt and knob. The mode switch has a foreign substance around it. Did not see any evidence of liquid ingress on phonojacks. Functional observation- the joystick functioned normally and functioned thru the mode switch and the phonojacks. Conclusions- utilizing existing complaint information, actual observations and functional testing of the returned product in the "as received" condition, the complaint was not confirmed for the reset switch will not keep the chair in the mode change, will then change the mode back by itself to drive without pressing the mode switch. Joystick; liquid ingress. Underlying cause could not be determined. Caller reported the reset switch will not keep the chair in the mode change; will then change the mode back by itself to drive without pressing the mode switch.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.